Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26march2019. No phone number provided. The customer troubleshot with technical support. The customer was advised to replace the da pcba. The customer replaced the da pcba to address the issue and the ventilator was returned to use.

Event description:
It was reported that the ventilator generated multiple data acquisition (da) printed circuit board assembly (pcba) analog to digital converter (adc) failed error codes. No patient involvement. Event date not specified; estimate used.